Manufacturer narrative:
(B)(4). Approximate age of device: 18 days. The pump was not explanted and thus was not available for evaluation. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. After approximately 2.5 weeks on lvad support, the patient expired due to intracerebral bleeding (icb). It was reported that the patient did not fall and that the icb was unexpected. The device was reportedly working as intended. No further information was provided.